Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The diameter of valsalva were l:28.3mm r:27.6mm n:29.2mm, effective orifice area was 347.6mm2, perimeter of annulus 67.mm and ascending aorta diameter 33.7mm. During procedure, a pre-dilation was performed with a 20mm non-abbott balloon. The valve was implanted at a depth of 3.5 mm on the non-coronary cusp and 4 mm on the left coronary cusp (lcc). After the implant, there was no paravalvular leak (pvl) or pressure gradient, but a mild degree of transaortic regurgitation (tar) remained (approximately trace to mild). There was no intervention performed for tar. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
It was reported that after navitor implant there was a mild degree of transaortic regurgitation (tar) remained (approximately trace to mild). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported regurgitation could not be determined. There was no intervention reoported for tar. The patient was reported to be stable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.